Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber, the fiber cap was observed to be loose and moving and the aim beam was observed to be forward-firing during prostate vaporization. The forward-firing condition was observed when the fiber had accumulated 58,123 joules. The procedure was completed with a second fiber. Neither the pt nor the end user experienced any injuries as a result of this event.